Event description:
Event description: (B)(6) 2011: a power on reset condition following an overdischarge. Additional information received. Patient reported they hadn't used their ins in "10+ years" (pt confirmed since implant date) because they couldn't charge their ins, the ins would not provide therapeutic relief for the pt, and their hcp implanted their ins on the right side of their "fat roll" and the top of the ins was exposed. Pt noted they lost 70 pounds and was able to flip the ins and their ins would be sticking out from the top and would get caught on the counter and on their pants. Pt met with their mdt rep. (Name asked, unknown) 10+ years ago in office to "reset" the ins and to notify them of the issues. Pt said their mdt rep. Was able to charge the ins and they tried to use the ins for about 8 months, but their ins still didn't provide therapeutic relief. Pt noted their implanting hcp no longer was in office and they were discussing with their pain hcp that they would like to remove the ins. Their pain hcp re-directed the pt to call ps. The patient was redirected to their healthcare provider to further address the issue. Pss emailed the pt physician listings in their area and suggested the pt follow-up with their hcp to discuss next steps and possibly removing the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was replaced and the system returned.

Manufacturer narrative:
Product analysis pli# 10 product ID# 37712 analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.